Event description:
It was reported the patient had not used the system in 7 months because stimulation was in the wrong location. The patient was feeling stimulation in her back instead of her leg, where it was supposed to be. An impedance test was done and it was found that impedances on contact 3 were high, greater than 4,000 ohms. The implantable neurostimulator (ins) was reprogrammed from using contacts 0<(>&<)>3 to using 0<(>&<)>2, and the patient started to get good coverage in the leg. It was noted battery low, at 2.5v. Impedances reported using contacts other than 3 were within normal range. Additional information received 4 days later reported that reprogramming was effective in recapturing the areas of normal pain, but contact 3 was still an out of range impedance. The patient and health care provider decided to move forward with a battery replacement only. The patient was doing well the time of report.

Event description:
Additional information reported that the patient's implantable neurostimulator (ins) device was at end-of-service (eos)/end-of-life (eol) and was scheduled for procedure to replace the device on (B)(6), 2013. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that when impedances were measured, there was a question mark. It was noted when the stimulation was turned up, it was "pretty strong." It was further noted the patient had a low battery. It was reported it was normal battery depletion.

Manufacturer narrative:
Product ID 7495, serial# (B)(4), implanted: (B)(6) 1998, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2000, product type programmer, patient; product ID 3487a, lot# l48310, implanted: (B)(6) 1998, product type lead; (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)